Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the revision had been pushed back to (B)(6) 2015. Additional information received from the patient reported that he no longer was using his system as it never helped despite multiple reprogrammings and a revision. The patient was inquiring about his options and mentioned a difficulty communicating with his healthcare provider (hcp). He wanted to discuss the possibility of removal. It was noted that the implantable neurostimulator (ins) was for a failed fusion for his l5/s1 in 2012 which resulted in greater pain than before and because of upper thoracic pain. A lead issue was noted. When they put his system in, they did an epidural in his lower back and tens right under the skin in the upper area. It never helped his pain. It always felt kind of like the pain and tingling were holding hands and the pain was not less. He had met with manufacturer representatives (reps) on several occasions but there was nothing they could do. From implant until the revision, he had experienced piercing, stabbing pain where the lead went into his spine which went away after the revision. This was noted to be the lead issue mentioned. The patient still had pain. Since the revision, he had a mild feeling of something foreign inside of him.

Event description:
It was reported that the patient¿s implant was not providing relief like it did during the trial. The patient had less than 50% therapy relief with no therapeutic effect. The patient was reprogrammed and had the impedances checked but it did not resolve the issue. As of (B)(6) 2015 the manufacturer representative had no further information regarding the event. Additional information received reported that there was stimulation in the wrong location. Reprogramming was performed and impedances were checked. The patient was not getting lower back pain relief. The patient was feeling stimulation mostly in the legs and abdomen. The patient was programmed with high-density settings. The patient wanted to try this before having the lead revised. The patient had experienced less than 50% therapy relief. Follow-up determined that the patient was scheduled for a lead revision the last week of march. Further follow-up was performed to determine if the patient was receiving effective therapy after the revision.

Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# va0jvsd, implanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0n55h, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0eluv, product type: lead. Product ID: 3888-33, lot# v993052, product type: lead. Product ID: 3708220, serial# (B)(4), product type: extension.

Event description:
Additional information received from the patient via a manufacturer's representative (rep) reported that stimulation did not provide enough relief. It was noted the patient had been reprogrammed multiple times. Diagnostics/troubleshooting performed included x-rays and reprogramming. The patient was scheduled for explant on (B)(6) 2016. The issue was not resolved at the time of this report. The patient's status at the time of the report was alive with no injury.

Event description:
Additional information received reported the patient¿s lead revision was rescheduled for the beginning of (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va0jvsd, implanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0n55h, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).